Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( adjust belt messages)was unable to be duplicated. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to a short in the distribution node (dn). The cause for the short was a nicked rear pulse wire in the trunk cable shorting against the dn. The root cause for the nicked cable could not be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
A u.s. Distributor returned an electrode belt and reported that a patient was experiencing adjust belt messages.